Event description:
It was reported that stent dislodgement occurred. A 16x2.25mm synergy¿ drug-eluting stent was selected for use to treat target lesion. During preparation, while removing the stent protector cap, the physician noted that the stent got loose from the balloon and remained in the protection cap. The procedure was completed with another of the same device. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A stopcock was returned attached to the hub of the device. A visual examination of the crimped stent found the stent was detached from the balloon and was not returned. The product stent protector was not returned for analysis with the device. The ro markerbands and the tip were examined and there were no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 16x2.25mm synergy drug-eluting stent was selected for use to treat target lesion. During preparation, while removing the stent protector cap, the physician noted that the stent got loose from the balloon and remained in the protection cap. The procedure was completed with another of the same device. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).